Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances out of range. X rays were performed and showed a suboptimal position of the electrode, and the s-ICD placed in fat tissue. The physician was asked to consider a revision based on real life data shown a large drop in shock efficacy. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced by an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedances out of range. X rays were performed and showed a suboptimal position of the electrode, and the s-ICD placed in fat tissue. The physician was asked to consider a revision based on real life data shown a large drop in shock efficacy. This s-ICD remains in service. No adverse patient effects were reported.